Event description:
It was reported that there was under-sensing of the ventricular signal by the right ventricular (rv) lead of this pacemaker system. This resulted in extra brady pacing being delivered. Three days later, the pacemaker was explanted at the discretion of the physician because it was on advisory. A new cardiac resynchronization therapy pacemaker (crt-p) was successfully placed with the original leads. No additional adverse patient effects were reported outside of the elective replacement procedure. The explanted pacemaker is expected to be returned for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that there was under-sensing of the ventricular signal by the right ventricular (rv) lead of this pacemaker system. This resulted in extra brady pacing being delivered. Three days later, the pacemaker was explanted at the discretion of the physician because it was on advisory. A new cardiac resynchronization therapy pacemaker (crt-p) was successfully placed with the original leads. No additional adverse patient effects were reported outside of the elective replacement procedure. The explanted pacemaker is expected to be returned for investigation.